Manufacturer narrative:
The service provider, spotless, suspected that previous spring arm collisions produced the damage which caused the elbow cover to fall in this case. It is known that improper installation, maintenance, or collision can lead to the spring arm covers falling off. The device was inspected and repaired.

Event description:
The elbow cover from a spring arm fell onto surgeon's head during a procedure. No injury reported.